Manufacturer narrative:
Concomitant medical product: 5024m-58 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device pocket was open on the lateral margin, and the implantable cardioverter defibrillator (ICD) was visible through the opening. Additionally, an infection was present. Cultures were taken and antibiotic treatment was necessary. The ICD system was removed. No further patient complications have been reported as a result of this event.